Event description:
It was reported that patient¿s mother found that charging cable and wall adapter were damaged and no longer worked, so pump could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer was advised to obtain backup insulin injections from a pharmacy if pump battery depleted, and technical support arranged shipment of replacement charging cable and wall adapter.